Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side folds, "peri-implant fluid," and cyst. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis summary: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Two devices are observed in the photos, one is found to be rupture in the radius and another device that is observed intact with red particles on the shell, deformation and creases fold, however, through the photos it is not possible to determine the correct side of each one of them. The devices and it was not possible to observe the lot number or the catalog number.